Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/8/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation of the saline implant. During evaluation of the device, two areas of missing material were observed on the anterior aspect, measuring approximately 0.7 x 0.6 cm and 0.6 x 0.7 cm, respectively. Microscopic examination of the edges of the messing materials gave no indications of instrument damage. No other anomalies observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with mentor smooth round moderate profile 250cc saline prostheses experienced bilateral deflation post procedure. The deflation were diagnosed through ultrasonography. As a result, prosthesis replacement with mentor smooth round moderate profile 250cc saline prostheses was performed. See 1645337-2019-15778 for contralateral prosthesis report.